Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, which had be previously capped due to system upgrade, was returned to the manu fracture after being explanted due to an infection. The lead tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this event.